Event description:
Caller reported malfunction code on mobi pump, identified as malf 9, without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information, assisted caller with resetting the pump, and confirmed that the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues arise, which caller understood.